Event description:
It was reported that multiple swan ganz catheters displayed erroneously low or high temperatures and that the values would not consistently be displayed on a hemosphere monitor. Troubleshooting consisted of exchanging the cable and hemosphere monitor but the issue continued. The issue was resolved by using new swan ganz catheters. There were no patient injuries reported. Quantities and lot numbers are unknown. Products are not available for return.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided thus a device history record was not reviewed. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The hemosphere operators manual states causes of blood temperature variations include, but are not limited to: status post cardiopulmonary bypass surgery, centrally administered cooled or warmed solutions of blood products, and use of sequential compression devices. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional product codes are dqo, dqe, kra.